Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient was hospitalized after, "blacking out." Reporter stated the patient's personal device manager (pdm) had insufficient battery life and they did not know why. She originally called about getting a charger for the pdm because they noticed there is a port for the charger to connect too. She was advised that the pdm cannot be charged and the only way to provide life to the pdm is to place batteries in the pdm. No other information was available.